Manufacturer narrative:
Per the complaint history review (chr), this is the first complaint reported for this lot number. Received one dorado catheter in a sample return kit. A complete circumferential split was noted at the butt joint between the balloon and catheter. The balloon was held on by the guidewire lumen. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr135102 pta balloon dilatation catheter allegedly experienced an inflation issue and break. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.